Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use, while the hp was not connected. The hp pressed go to start the therapy prior to being connected to the hc. The technical service representative (tsr) explained to the hp that the hp needs to be first connected to the machine and then press go to start the therapy. The tsr had the hp cycle the power to clear the alarm and end the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 (air in set), where the home patient (hp) initiated therapy before connecting to the disposable set. Initiating therapy before connecting to the disposable set is a known cause of a se 2240 alarm. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide and in the related direction sheet. The baxter training manual and labeling provides instructions related to prevention of the suspected use errors. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.